Manufacturer narrative:
(B)(4). The reported output anomaly and backup vvi (bvvi) were confirmed in the laboratory. The bvvi was due to a power-on reset. The cause of the por could not be determined. The device was tested on the bench and the output stage circuitry was damaged. It is believed that arcing from the can to the lead damaged the hv output transistors. The cause of the output anomaly was due to the damaged hv output transistors. (B)(4).

Event description:
It was reported that patient presented to the hospital with syncope due to ventricular arrhythmias. Patient was converted only after external defibrillation. Device interrogation revealed that the device was in backup vvi as well as an alert for shorted-output stage detection. It was noted that the device had gone into backup status due to all therapies having been exhausted. Device was explanted and replaced. Patient was stable before, during and after the procedure.